Event description:
Per the clinic, the patient experienced intermittent connection to the internal device due to initial placement of receiver stimulator close to contralateral electrode. Subsequently, the patient underwent revision surgery on (B)(6) 2025 under general anesthesia to reposition the device. The implanted device remains.